Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device gouged the patient and caused the patient to have to be stitched up. There was no alternative device used. It was clarified that the issue occurred during surgery. The event was not identified after a recent purchase or repair. The harvested graft was usable after several sutures. The blade was properly placed. There was a 15 minute delay to the surgery. The customer did not return an air dermatome device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome as documented in the repair reports. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Product review of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿the device gouged the patient and caused the patient to have to be stitched up¿ was non-verifiable since the device was not returned for evaluation. The root cause of the device gouging the patient cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome gouged the patient which caused the need to have stitches. There was no alternate device used. No additional consequences have been reported as a result of this malfunction.